Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with a wrinkled corneal flap. The flap was repositioned to resolve the issue. There was not no loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.